Manufacturer narrative:
There was no patient involvement. Device failed to assemble on (B)(6) 2018. It is unknown when device became bent. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, before an unknown procedure was started, the blade/screw guide sleeve did not fit with the helical blade inserter. The threads were bent from pushing in a device incorrectly. Another set was opened to use a similar device to complete the procedure. There was no patient involvement. Concomitant device: helical blade inserter (part: 03.037.024, lot: unknown, quantity: 1). This report is for a blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 03.037.017; lot: 9347641; manufacturing site: bettlach; release to warehouse date: 27. Jan. 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Background: it was reported that on (B)(6) 2018, before an unknown procedure was started, the blade/screw guide sleeve did not fit with the helical blade inserter. The threads were bent from pushing in a device incorrectly, messing it up. Another set was opened to use the similar device to complete the procedure. There was no patient involvement. Investigation flows: device interaction / functional and visual (appearance not as expected). Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of damaged thread, which agrees with the reported complaint condition. It was also observed that the proximal edges of the internal rifling pattern shows post manufacturing damage most likely the result of no aligning the inserter properly prior to striking the inserter with a mallet. It was also observed that the head of the sleeve had few impact marks and signs of wear were seen all over its length. The returned sleeve has missing red color indicators, the missing epoxy was investigated under a corrective and preventative action (CAPA) and does not require any additional investigation in this complaint investigation. Functional test: a relevant functional test in effort to replicate the reported condition could not be performed at cq beause the inserter involved in the event was not returned. However, the damage on the returned sleeve would contribute to the reported complaint condition. Therefore this complaint is confirmed. Document/specification review: the returned device was manufactured in january 2015. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The design drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. No product design issues or discrepancies were observed. Dimensional inspection: dimensional analysis on the blade/ screw guide sleeve major thread diameter of the shaft near the damage measured ø16.52 mm (ca592) that falls within the specification of ø16.52mm +0/-0.03mm, based on design drawing. Conclusion: a definitive root cause for the device becoming damaged could not be determined based on the provided information. It is most likely the result of not aligning the inserter properly prior to striking the inserter with a mallet. Regarding the impact marks on the head of the guide sleeve, no definitive root cause could be determined, it is possible that the device encountered unintended forces during its usage. A corrective and/or preventative action for the missing red epoxy is already launched. See related action. This complaint is confirmed. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.